Event description:
It was reported that during a mid right coronary artery stenting procedure, after successful stent deployment and fully deflating the balloon, the stent delivery system was difficult to remove from the stent. The device was pulled against resistance, enabling it to be successfully removed. Upon removal, the balloon was noted to be twisted. No additional treatment was required and the procedure was completed. There was no clinically significant delay in procedure and no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) against resistance. Evaluation summary: the device was returned for evaluation. The twisted balloon was not confirmed; however, the balloon was loosely folded. The difficult to remove the device from the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) lists the steps to follow for improving balloon rewrap if during withdrawal of the catheter resistance is encountered. Based on the information reviewed, there is no indication of a product deficiency.